Event description:
Infection. St. Jude lead ¿extracted due to large vegetation on rv / ICD lead found on echocardiogram.¿ it was also noted that ¿lead was sent for culture studies.¿ this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).